Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomaly noted, no excessive no delivery/occlusion alarm noted. Device received with cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button that was stuck and hard to pressed. Customer reported insulin pump rejected new batteries. Insulin pump received random no delivery alarm. There were deep scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.